Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a sprinter legend rx ptca balloon catheter was intended to be used. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. An attempt was made to connect the luer of the sprinter legend to the non-medtronic inflation device. It was reported that the hub of the device cracked. It was indicated that the device may have been used in the patient. No patient injury was reported.

Manufacturer narrative:
Product analysis summary: the device returned with crystallised contrast evident in the inflation lumen of the distal shaft. Balloon folds remained intact. No deformation was evident to the distal tip. There was a longitudinal crack evident on the front of the luer. The distal end of the crack did not curve towards the wing of the luer. A mould line was visible on the back face of the luer which is consistent with the manufacturing of the component. The device failed negative prep. It was not possible to inflate the device due to the crack on the luer. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.